Event description:
It was reported that a patient presented in clinic for routine follow up, prolonged charge time was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.